Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor and vibrator motor during visual inspection. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and vibrating without alarms. The customer also reported that the insulin pump went to blank display. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 280 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.